Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient was at the hospital for a medical procedure related to stomach issues, when they suddenly experienced feeling dizzy and unbalanced. The hospital staff took a fingerstick and the cgm reading was 88 mg/dl, and the blood glucose reading was 69 mg/dl. The patient was treated with intravenous glucose. After treatment a fingerstick was taken and the cgm reading was 88 mg/dl, and the blood glucose reading was 119 mg/dl. No further treatment was reported to be needed. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. After treatment, the reported glucose values fall within the b zone of the parkes error grid the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.